Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 of a bg value that displayed as 'low' on the continuous glucose monitor (cgm) and over 40 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. The customer also reported that they passed out because of the low bg level and hit their head but sustained no injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.